Manufacturer narrative:
Batch review performed on 08-mar-2021. Lot 163055: 50 items manufactured and released on 4-aug-2016. Expiration date: 2021-jul-20. No anomalies found related to the problem. To date, 46 items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in 4 years and 1 month after the primary surgery reporting instability and the cause of the instability is unknown. The surgeon revised the insert to a thicker insert to give the patient more stability. The surgery was completed successfully.